Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0577 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion at 10:00 on may 10, the patient found extravasation in the leakage part of the catheter. After careful examination, a perforation was found. No other information was provided.